Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in pacing inhibition. The physician elected to surgically abandon and replace the lead at the time of device replacement since the patient is pace therapy dependent. No additional adverse patient effects were reported.